Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right atrial (ra) and right ventricular (rv) leads exhibited loss of capture. When the physician was explanting and replacing both leads, the new replacement leads would not capture while using the original implantable pulse generator (ipg). The physician decided to replace the implantable pulse generator (ipg) for a suspected pacing issue. Both leads and implantable pulse generator (ipg) were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.